Manufacturer narrative:
(B)(4) (over sewed staple line). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that the incomplete staple line was fixed by over sewing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric roueny. While firing on the gastrojejunostomy there was poor staple formation. The staples deployed on the distil tip but did not form. The status of the indicator lights and handle indicator were flashing. There was no patient injury.